Manufacturer narrative:
After further review of additional information received the following sections d4, d10, g4, h2 and h3 have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. A saber percutaneous transluminal angioplasty (pta) balloon catheter (6mm x 30cm x 150cm) was used to predilate the lesion. Within five seconds of inflation the balloon ruptured. The physician began to remove the balloon catheter and approximately 270 millimeters (mm) of the distal end of the balloon and shaft detached from the proximal portion of balloon. Several attempts to snare and recapture the detached balloon were unsuccessful resulting in the patient having a surgical endarterectomy. Initially, the physician was treating a left superior femoral artery (sfa) lesion with access from the right groin. A 6 french crossover sheath was used. The sfa was severely calcified, ninety percent stenosed and had moderate tortuosity. The device was not used for chronic total occlusion. The device was stored and handled per the instructions for use (IFU). The product was prepped according to the instructions for use (IFU). There was no difficulty in prepping the device. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no anomalies noted during or after the device was prepped. The maximum inflation pressure was eleven atmospheres (atm). The balloon maintained pressure during inflation; however, it ruptured within five seconds. The same non-cordis indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter never torqued against resistance. The catheter was not re-shaped by the user. There was a kink/bend noted after the device was removed from the patient. There was a kink/bend noted in the area of separation. There was no unusual force used at any time during the procedure. One product was returned for analysis. A non-sterile saber pta balloon catheter 6mm x 30cm x 150cm was returned for analysis. Per visual analysis the catheter was received coiled inside a plastic bag. The balloon was in a separated condition. The separated distal section of the balloon and the inner body separated section were not received for analysis. Also, dried blood residues can be observed on the sample as received. No other anomalies observed. Per sem analysis, the external surface on the separated section of the balloon revealed evidence of delamination and tension/stress marks, as well as scratches adjacent to the balloon ruptured area. Also, the external surface of the balloon adjacent to the separated section revealed evidence of abrasions; abrasion damage and scratches are commonly caused during the interaction of the balloon material with a sharp object/surface; moreover, the tension/stress marks observed suggest that the device was subjected to stretching/pulling events that exceeded the balloon material yield strength prior to the separation. It is likely these same forces contributed to the separation. No other issues were observed during the analysis. A product history record (phr) review of lot 17716003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst¿ and ¿balloon-separated - in-patient¿ was confirmed through analysis of the returned device. Based on the information available for review, vessel characteristics such as severe calcification, ninety percent stenosis and moderate tortuosity may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Also noted upon analysis of the catheter were tension/stress marks suggesting that the device was induced to stretching/pulling events that exceeded the balloon material yield strength prior to the separation. According to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ according to the warnings in the safety information in the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17716003) presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta balloon catheter (6mm30cm 150) was used to predilate the lesion. Within five seconds of inflation the balloon ruptured. The physician began to remove the balloon catheter and approximately 270 millimeters (mm) of the distal end of the balloon and shaft detached from the proximal portion of balloon. Several attempts to snare and recapture the detached balloon were unsuccessful resulting in the patient having a surgical endarterectomy. The superficial femoral artery (sfa) was severely calcified, 90 percent stenosed and had moderate tortuosity. Initially, the physician was treating a left superior femoral artery (sfa) lesion with access from the right groin. A 6 french crossover sheath was used. The device was not used for chronic total occlusion. The device was stored and handled per the instructions for use (IFU). The product was prepped according to the instructions for use (IFU). There was no difficulty in prepping the device. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no anomalies noted during or after the device was prepped. The maximum inflation pressure was 11-atmospheres pressure (atm). The balloon maintained pressure during inflation; however, it ruptured within five seconds. The same non-cordis indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter never torqued against resistance. The catheter was not re-shaped by the user. There was a kink/bend noted after the device was removed from the patient. There was a kink/bend noted in the area of separation. There was no unusual force used at any time during the procedure.